Manufacturer narrative:
The initial failure description was "head error". The device was manufactured on 2019-11-11. The device history record (DHR) of the rotaflow console (material: 70105.1696, serial: (B)(6) ) for which a customer complaint was received, was reviewed on 2020-11-17. The DHR does not show any abnormality or issue that is related or can have led to the customer complaint. According to the service order 43519239 dated on 2020-11-17 a getinge service technician confirmed the error message "head error" during preventative maintenance. The technician replaced the rotaflow drive. The head error was still displayed. Secondly the technician replaced the 70101.1681 rotaflow console (rfc) flow measure board. The rotaflow still displayed the error message "head error". As last measurement was the 70103.4051 rfc control board kit replaced. The rotaflow was working again. The following most possible root cause could be determined for the head error: the head error is caused by the hot plug. When the device is in operation and the power plug is plugged in or out the head error occurs and the rota flow drive and / or the control board is damaged. As a result the rota flow drive and / or the control board has to be replaced. Furthermore, the instructions for use of the rotaflow system, see rotaflow instruction for use, instructions for use / 4.2 / en / 13, chapter 8.1.2 contain detailed descriptions to prevent an ¿error head¿. The reported "head error" was discovered during preventative maintenance. The device was directly involved in the event. The failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿ s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
The rotaflow displays the error message "head error" during preventative maintenance. Complaint ID: (B)(4).